Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported on february 13, 2025, shift chief performs sny passage by medical order, which is located in the right nostril, performs procedure without complications. On (B)(6) 2025 the nutrition step begins at 10cc/hour; however, nutrition pump indicates that there is an occlusion and does not allow the passage of food. Shift leader proceeds to irrigate the nasojejunal tube, which is met with resistance, finally decides to advance new tube through the left nostril and when removing the previous one he observes that it is fractured, a medical device report is made.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.